Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed empirically. There was no allegation of a device malfunction. The image evaluation could not confirm partial detachment of the implanted pascal ace and could not confirm reduced efficacy over time, as there are no post procedural echo images available to evaluate changes in mr (mitral regurgitation). Adequate leaflet insertion cannot be determined. Available information suggests procedural context (challenging sub-optimal result due to cleft and risk of high gradient) and patient conditions (a second device was tried; however, it was bailed out due to high gradient (8 mmhg)) may have contributed to the reported event. However, a definite root cause is unable to be determined. Worsening mr after transcatheter intervention can be multifactorial. Particularly for degenerative mitral regurgitation patients, one of the mechanisms for worsening mr is due to further leaflet prolapse at the clip site. This can be the result of progression of underlying pathology such as barlows disease, a degenerative mitral valve disease in which myxoid infiltration of the valve results in thick, redundant leaflets, which can then lead to prolapse and significant mitral regurgitation. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from switzerland, edwards received notification of a pascal precision ace procedure in mitral position. The index procedure was challenging due to 'cleft' and risk of high gradient. Starting mitral regurgitation (mr) was moderate (2+). A pascal ace device was implanted in the anterior-posterior (a2-p2) region with a 12-6 orientation, but the mr remained moderate (2+). A second device was tried, however, it was bailed out due to high gradient. During screening for a transcatheter mitral valve replacement procedure performed four (4) months and ten (10) days after the pascal procedure, the pascal device implanted appeared mobile. It seemed there was a partial detachment of the posterior mitral leaflet at the p1/p2 region. From tee, mitral regurgitation (mr) grade was assessed as 3+. Per the screening report the patient was deemed unsuitable for such procedure. Plans for other reinterventions are unknown at this time.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.